Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an alert via remote transmission. The patient's rv lead exhibited high impedance. No patient symptoms were reported. No intervention was reported.